Manufacturer narrative:
The revision reported was likely the result of prosthesis wear of the tibial insert. Rotational mismatch between the femoral and tibial components may have contributed to the wear observed. However, the extent and root cause of the wear cannot be determined because no radiographs were provided, and the revised insert was not returned to exactech for evaluation. Additionally, a contributing factor to the tibial insert wear may have been the result of being packaged in a non-conforming vacuum bag for more than five years.

Manufacturer narrative:
Correction: h6 clinical code, h6 investigation findings, h6 investigation conclusions.

Event description:
As reported, approximately four years post right tka, the 79 y/o male patient had a revision due to poly wear. Patient was revised into a logic ps. There was no breakage of device or surgical delay/prolongation. Patient was last known to be in stable condition following the event. Images received. The devices are not available for evaluation as they were discarded by the hospital.

Manufacturer narrative:
Concomitant products: - logic cr femoral por, right, sz 3.5 (cat# 02-010-04-0335 / serial# (B)(6)). Additional information, including the product investigation, will be submitted within 30 days of receipt.